Event description:
It was reported that the patient reported loss of defibrillation therapy noted on the patient's implantable cardioverter defibrillator. Patient discomfort was reported. No information regarding intervention or additional patient consequences was reported.